Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had stuck button alarm. Customer's blood glucose level was 149 mg/dl. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that they were able to clear the alarm. Customer stated that the buttons are working. The insulin pump will not be returned for analysis.